Manufacturer narrative:
10/2/2015 integra investigation completed. Method: failure analysis, device history evaluation. Results: failure analysis - a complaint investigation is not possible as the device has not been returned. Device history evaluation - no nonconformity related to this issue for this lot. Conclusion: a determination of root cause is not possible as the device has not been returned.

Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2016. No failure detected by service and repair technicians.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
The customer initially reports forceps burnt. Report 6 of 12.